Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08665 inches. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with the end cap address label peeling.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that their daughter experienced high blood glucose. Customer blood glucose level was 465 mg/dl. It was also reported that the insulin pump had insulin flow blocked alarm and they tried all remedies. The device will be returned for analysis.